Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) female patient contacted zoll customer support to report that the lifevest (lv) has caused a skintag on her back to bleed. The patient's relative has been trying to help her adjust the lv, so it does not touch the skintag. There was no additional follow-up available about the patient's skin condition.